Event description:
During the procedure, an intraocular lens was passed to the surgical field and inspected by the surgeon under the microscope. The lens was then loaded into the cartridge. After inserting the lens, the surgeon noticed a scratch on the lens and removed it from the patient. A different lens was successfully inserted into the patient's left eye and the procedure was continued as planned. No harm came to the patient. The iol, cartridge, and inserter were saved for inspection. Several similar occurrences of scratched iols have been reported internally at this site. In the majority of the cases, the lens was left in place as the scratch was located on the periphery of the lens and would not affect patient vision. We have been encouraging surgeons to save the devices and report them on our hospital's internal system so that we can provide product specific information to the FDA. This was the first scratch in which we received enough product information to investigate and report the event. In many cases, it appears that the cartridge tips might be responsible for the scratches. We confirmed that surgeons are using the proper cartridge for the iol size and will continue to monitor the issue and report lot numbers of cartridges that potentially have defects on their inner edge.